Event description:
It was reported that ongoing minimum fill notifications occurred after the user filled the cartridge with insulin during the load sequence. The customer re-loaded the cartridges to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.